Event description:
Procedure type: lung biopsy. According to the reporter: the customer reports: lung biopsy on male pt, (B)(6) year who had a bi-pulmonary transplant in (B)(6) 2012. Hemorrhage post operative, due to a loose staple line. Consequences: emergency reoperation for clot removal and hemostasis of the staple line. Transfusion needed: 2 x bags.

Manufacturer narrative:
(B)(4).